Event description:
Customer reported the system is slow to boot and images are of poor quality. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired bent pins in the interconnect cable connector. System operates as intended.